Manufacturer narrative:
Analysis was performed by remote service personnel which included remote troubleshooting with the customer biomed. The results of the analysis confirmed that the alarms that were presented on the surveillance display did not alarm with sound, only visual alarming. Biomed tried changing the speaker and speaker cable but issue persisted. Biomed also tried to reboot the surveillance via the system configuration, but it did not react to the command. Watchdog triggered a system reboot on (B)(6) at 10:51. After the reboot, the system was working as intended: alarming with sound. Based on the results of the analysis, it was determined that the product has malfunctioned; however, the cause of the issue remains unknown. The issue was resolved by the system rebooting and the product is back in service. Based on the information available and results of additional analysis, no further action is necessary at this time. If additional information is received, the complaint file will be reopened for further investigation.

Event description:
Philips received a complaint on a patient information center ix indicating that the surveillance seems frozen and has not alarmed with sound. Surveillance has alarmed visually, but no audio sound has been issued with the alarms. The device was in use on a patient at time of event; there was no adverse event reported. The customer confirmed that the surveillance was still displaying patient waves and alarms as intended, but the pc did not react to input from the mouse and keyboard. The issue occurred from on (B)(6) at 22:00 until on (B)(6) at 10:51.